Event description:
It was reported during a procedure on (B)(6) 2022 the grounding pad became detached. As a result, the procedure was abandoned.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the field reported event citing grounding pad error could not be conclusively determined as the returned ionicrf¿ generator functioned as expected throughout investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
Correction h6: codes.